Event description:
The pt experienced an intermittent shocking sensation and that the device was turning off. It was noted that the magnet switch was disabled. Additional info was requested.

Manufacturer narrative:
(B)(4).